Manufacturer narrative:
The reported event could be confirmed based on the returned device inspection. The device inspection revealed the following: the reported bent screw was not returned. The visual inspection confirmed the tip of the extractor is broken off. The broken fragment was not returned. Overall, the extractor shows normal signs of use. The fracture surface is oblique, suggesting that significant lateral forces were involved at the time of breakage. The fracture surface displays signs of a typical brittle overload: no signs of plastic deformation, a shear lip on one side and a relatively rough and granular appearance. Altogether, this indicates the breakage was likely caused by excessive torque or sudden overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related. The breakage shows typical signs of an overload fracture caused by high torsional and lateral loads. If more information is provided, the case will be reassessed.

Event description:
As reported: "extraction of an asnis 4mm screw was difficult because the screw was bent in the bone. The extractor was used to remove the screw, but the tip of the extractor broke off. All fragments were removed.".

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "extraction of an asnis 4mm screw was difficult because the screw was bent in the bone. The extractor was used to remove the screw, but the tip of the extractor broke off. All fragments were removed."